Manufacturer narrative:
The facility adjusted the trend engage switch to repair the bed.

Event description:
Alleged the trendelenburg function is not working. The bed will run into the high position and stop when the function is activated.